Event description:
It was reported that during a cholecystectomy procedure, the clip malformed. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.